Manufacturer narrative:
(B)(4).

Event description:
This device was explanted because the patient received an external shock while wearing an external life vest. It is believed that the shock compromised the components of this device. The same model was used as a replacement. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt the biomonitor ii was interrogated revealing no anomalies. The battery status was found to be 100 percent. Furthermore, the analysis of the device memory showed no peculiarities. During the further course of the analysis an electrical end-test was performed. During the test an elevated contact resistance between pacemaker can and electrode was noted indicating a damaged electronic circuitry which was confirmed after opening the device. The kind of damage clearly indicates an electrical overstress by the reported external defibrillation. Based on the complaint description it is reasonable to assume that the device functionality was flawless while the biomonitor ii was implanted and in service. Please note, that by design the device is protected against harm from an external defibrillation or electrocautery. Considering the extremely high electrical fields, a damage against the device cannot be excluded totally. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be within specification. In summary, the device was received electrically damaged, most likely due to the occurrence of electrical over stress such as the reported external defibrillation. A review of the manufacturing records associated with this serial number showed no anomalies. There was no indication of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.